Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of the identified failures could not be established, as the investigation findings did not lead to a clear conclusion regarding the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.

Event description:
During the device evaluation, a chip was found on the distal end of the bronchofibervideoscope, along with detachment of the adhesive on the a-rubber. There was no patient.